Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) on the right ventricular (rv) lead. High capture thresholds were also observed on this lead as well as on the left ventricular (lv) lead. The involved leads are non boston scientific products. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.